Manufacturer narrative:
Updated information: b2 selected death and added date of death. B5 updated clinical narrative. H1 changed to death. H6 impact code changed to f02.

Event description:
Updated clinical narrative: an impella 5.5 device was inserted into the right aorta in a 58-year-old female patient with a past medical history of coronary artery bypass graft (CABG), presenting in a cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-cardiothoracic (CT) surgery: bentall surgery. During the procedure, a clot was noted on the arterial return cannula of the ECMO circuit. Neurology noted a right middle cerebral artery (mca) stroke. It is unknown if intervention was required. After six days on support, the family withdrew care and the patient expired on support. The impella functioned at p-4 at 2.1 l/min as intended. Cerebral vascular accident/stroke is a potential adverse event, and may be influenced by patient-specific and device-related factors such as pump thrombosis, inadequate anticoagulation, device-related vascular injury, prolonged support time, and/or pre-existing factors. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient along with complications from the stroke.

Manufacturer narrative:
Additional information was provided that the pump is not available for return.

Manufacturer narrative:
D6b explant date was added.

Event description:
Clinical narrative: an impella 5.5 device was inserted into the right aorta in a 58-year-old female patient with a past medical history of coronary artery bypass graft (CABG), presenting in a cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-cardiothoracic (CT) surgery: bentall surgery. During the procedure, a clot was noted on the arterial return cannula of the ECMO circuit. Neurology noted a right middle cerebral artery (mca) stroke. It is unknown if intervention was required. The post-procedure outcome is unknown. The impella functioned at p-4 at 2.1l/min as intended. Cerebral vascular accident/stroke is a potential adverse event, and may be influenced by patient-specific and device-related factors such as pump thrombosis, inadequate anticoagulation, device-related vascular injury, prolonged support time, and/or pre-existing factors.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
B5 updated with additional information. Investigation opened against the console see MFR 1220648-2026-08111.

Event description:
Updated clinical narrative: additional information was received that the automated impella controller (aic) had a "purge disc not detected" alarm during initial setup. Troubleshooting could not resolve the issue, so was exchanged for a new aic. There was no impact on the patient. An impella 5.5 device was inserted into the right aorta in a 58-year-old female patient with a past medical history of coronary artery bypass graft (CABG), presenting in a cardiac arrest requiring cardiopulmonary resuscitation (CPR), in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-cardiothoracic (CT) surgery: bentall surgery. During the procedure, a clot was noted on the arterial return cannula of the ECMO circuit. Neurology noted a right middle cerebral artery (mca) stroke. It is unknown if intervention was required. After six days on support, the family withdrew care and the patient expired on support. The impella functioned at p-4 at 2.1 l/min as intended. Cerebral vascular accident/stroke is a potential adverse event, and may be influenced by patient-specific and device-related factors such as pump thrombosis, inadequate anticoagulation, device-related vascular injury, prolonged support time, and/or pre-existing factors. The impella is conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient along with complications from the stroke.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: patient-device interaction/stroke: the cause of the injury was not determined due to insufficient clinical details.